Event description:
The customer reported that the driver arms have fallen off the block. In addition the customer has been running high bgs for the last three days. Bgs were treated with manual injection. Device was not dropped, bumped, or exposed to moisture.